Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was vaginal organ prolapse and postoperative diagnosis was vaginal organ prolapse including uterine prolapse and stress incontinence. ­­­­­­­­­the procedure performed was transvaginal approach to lateral and central and posterior defect repairs, midurethral sling placement. (B)(6) 2012 - the patient underwent a second surgical procedure for robotic lateral sacrocolpopexy. The preoperative and postoperative diagnosis was stage 3 pelvic organ prolapse and sui. She continues to experience pain and recurrence of symptoms. Past medical history: vaginal bulge and discomfort, difficulty with intercourse, and sui. Past ob/gyn history: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.